Event description:
The user facility reported via medwatch: mw5169976, "the reported event was that prior to starting a da vinci-assisted surgical procedure, the customer contacted technical support and reported the video output was changing resolution on its own." "The procedure was completing as planned with no report of patient injury."

Manufacturer narrative:
The medwatch report did not provide a user facility name or address. Steris is unable to contact the user facility to obtain additional information regarding the reported event. As steris is unable to obtain additional information from the user facility, the device subject of the reported event cannot be returned for evaluation, and a cause cannot be determined. Within medwatch: mw5169976 it also references mw5169977. Steris performed a review of the mauda database and confirmed mw5169977 does not relate to a steris device. UDI related data clarification - the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR. No additional issues have been reported.